Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned,visual analysis performed, and no anomalies were found. Visual summary analysis of the lead was performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer with information indicating the patient was deceased. The cause of death was not identified and was noted as pending histology. A provisional anatomic diagnosis noted that the patient experienced fibrinous pericarditis with a pericardial effusion. Attempts to obtain additional information were unsuccessful.